Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain") in an adult female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia. Essure confirmation test(s) conducted- yes. Concurrent conditions included vomiting, nausea, abdominal discomfort, stools watery, headache, back pain, diarrhea, migraine, gerd, asthma, depression, pyelonephritis, abdominal pain, right lower quadrant pain, photophobia, irritable bowel syndrome, kidney stones, irritable bowel syndrome, appendectomy, esophagogastroduodenoscopy, colonoscopy, flank pain, suicide attempt, polymenorrhea, dysmenorrhea, dyspareunia, adenomyosis, bladder cancer, bladder cancer, stomach cancer, diverticulosis, wrist pain and blood in stool. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and weight decreased outcome was unknown. The reporter considered pelvic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: she was identified with a possible nodule on her liver. Most recent follow-up information incorporated above includes: on 26-feb-2019: medical record received. Lot number added. Concomitant & historical conditions were added. Lab data updated. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain') in an adult female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia. Essure confirmation test(s) conducted- yes. Concurrent conditions included vomiting, nausea, abdominal discomfort, stools watery, headache, back pain, diarrhea, migraine, gerd, asthma, depression, pyelonephritis, abdominal pain, right lower quadrant pain, photophobia, irritable bowel syndrome, kidney stones, irritable bowel syndrome, appendectomy, esophagogastroduodenoscopy, colonoscopy, flank pain, suicide attempt, polymenorrhea, dysmenorrhea, dyspareunia, adenomyosis, bladder cancer, bladder cancer, stomach cancer, diverticulosis, wrist pain, blood in stool, inflammatory bowel disease, urinary tract infection and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and weight decreased outcome was unknown. The reporter considered pelvic pain and weight decreased to be related to essure. The reporter commented: the essure device was placed at the right and left tube without any difficulty. 3 coils were left inside of the uterus each side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: she was identified with a possible nodule on her liver.. Pregnancy test urine - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pain') in an adult female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia. Essure confirmation test(s) conducted- yes. Concurrent conditions included vomiting, nausea, abdominal discomfort, stools watery, headache, back pain, diarrhea, migraine, gerd, asthma, depression, pyelonephritis, abdominal pain, right lower quadrant pain, photophobia, irritable bowel syndrome, kidney stones, irritable bowel syndrome, appendectomy, esophagogastroduodenoscopy, colonoscopy, flank pain, suicide attempt, polymenorrhea, dysmenorrhea, dyspareunia, adenomyosis, bladder cancer, bladder cancer, stomach cancer, diverticulosis, wrist pain, blood in stool, inflammatory bowel disease, urinary tract infection and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia ((painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems - bladder problems"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and cystitis ("bladder infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the weight decreased, menorrhagia, bladder disorder, urinary tract infection, urinary tract disorder, migraine, headache, nausea and cystitis outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight decreased to be related to essure. The reporter commented: the essure device was placed at the right and left tube without any difficulty. 3 coils were left inside of the uterus each side. Discrepancy noted in insertion date- (B)(6) 2011. Received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: she was identified with a possible nodule on her liver.. Pregnancy test urine - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: dyspareunia, abdominal pain, dysmenorrhea, menorrhagia, bladder problems, uti, urinary tract disorder, migraines, headache, nausea,bladder infection were added. Outcome of events pain from unknown to recovered/resolved were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and weight decreased outcome was unknown. The reporter considered pelvic pain and weight decreased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.